Manufacturer narrative:
Product evaluation summary: it was reported the pin box was replaced and issue resolved. The carto 3 system functioning correctly and ready for use. DHR review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. (B)(4).

Event description:
It was reported a patient underwent a procedure with a carto 3 system and the ECG signals were not displayed. It was reported that after inserting the wire, the ecgs were not displayed. It was also reported that the pin box was damaged. They replaced the pin box and the equipment returned to normal. There was no patient consequence. On 4/26/2018, additional information was received indicating signal loss was observed on all channels and on both the carto 3 system and the recording system. This event is considered a reportable malfunction. The issue of pin box being damaged is not reportable. The awareness date of the reportable malfunction is 4/26/2018.